Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated, however it was not possible to separate the lp from the delivery catheter. The system was explanted and the helix was found to be damage. A new lp was successfully implanted to resolve the event. The patient was in stable condition.